Event description:
I ordered an (B)(6) halo fitness tracker from (B)(6) on 24 december. It arrived on 28 december. I then proceeded to wear said band for 24 hours a day, 7 days a week except for short periods for showers or charging the device. After about 2 weeks, I started noticing the spot where the sensors rested on my left forearm was super itchy. I removed the band and noticed a red spot about the size of the halo band sensor and the skin was peeling and it was super itchy. It reminded me of a sunburn. It was so itchy and raw that it bled when I scratched it. I did not seek medical attention. I submitted feedback through the (B)(6) halo app and was requested that I talk to one of their customers service people via phone or chat. I chose the chat option as I have hearing issues and talking on the phone is difficult. The person in the chat box didn't seem to care about the problem and insisted that I had to print out a return label to return the item even though I don't have a printer. I requested that they escalate my problem to the (B)(6) halo management team, but I'm suspicious and I don't believe they will be alerted to the issue. FDA safety report ID # (B)(4).